Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD) resulting in pacing inhibition. No changes or intervention was performed. There were no patient consequences.